Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), which is listed in the advisory, had an elective replacement indicator. There are no event markers on the electorcardiograms and the ipg could not be programmed to nominal settings.